Event description:
It was reported that the device continues to run after the trigger is released and overheats. This was discovered during a routine service visit. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
As of the date of this report the device has not been returned to the manufacturer for investigation. This report will be updated when the eval is complete.